Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A phone call was made to the customer, and was able to speak to the mother. She stated that she would like to have the pump replaced because she and the doctor believe that the pump caused the hospitalization for low blood glucose levels. The mother had initially reported that the customer experienced low blood glucose levels, and passed out at work and had seizures. She stated that the customer also broke several vertebrates due to the fall. Advised the mother that the pump would be replaced per her request. The mother stated that the customer would continue using the current pump until the replacement arrived. Advised to monitor the pump and blood glucose levels very closely.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have low blood glucose of 40 mg/dl and went to the hospital. The customer called to inform of the low blood glucose event.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator and low blood glucose alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.